Event description:
It was reported that the tip of the cannula broke off into the pt during a laparoscopic nissen. Tried several ways to locate piece with no success; x-rays, intraoperative ultrasound, opened pt and tried to locate with hand and flushing with fluids. The surgeon elected to close the pt and leave the piece in.